Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose was 2.6 mmol/l at the time of incident and 8.7 mmol/l. Customer states automode feature was active. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report summary section.

Event description:
It was reported that the customer had blood glucose level of 11.7 mmol/l and they did not mentioned anything about the auto mode activity. Harm code of hyperglycemia that is (B)(4) has been updated.